Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have a blade broken. The blade broke at roughly 0.367¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is due to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the tip of the harmonic ace instrument broke. A backup instrument of the same type was used, and the procedure was completed with no reported injury.